Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of a primary implant. It was reported that a competitor femoral head dislocated from a mdm liner. Rep was not present at the time of the event. No further information is available.